Event description:
It was reported that patient has done all troubleshooting, and the purewick urine collection system was still not pulling any urine and patient now had a urine tract infection (uti). Per follow up via phone on 02nov2023, it was reported that the patient received a urinary tract infection uti while using the initial purewick device. Patient had to go to the hospital and was treated with IV antibiotics. Patient was back home and still being treated with IV antibiotics. Patient was sent a replacement device, and it was working well. Patient status was okay.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. No root cause could be found because the reported event was unconfirmed. DHR review is not required as the reported is unconfirmed. As the reported event is unconfirmed a risk review and labeling review are not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that patient has done all troubleshooting, and the purewick urine collection system was still not pulling any urine and patient now had a urine tract infection (uti). Per follow up via phone on 02nov2023, it was reported that the patient received a urinary tract infection uti while using the initial purewick device. Patient had to go to the hospital and was treated with IV antibiotics. Patient was back home and still being treated with IV antibiotics. Patient was sent a replacement device, and it was working well. Patient status was okay.